Event description:
It was reported when the device was used during a laparoscopic cholecystectomy it was difficult to close. It is unknown how the case was completed. There was no reported patient consequence.